Event description:
I am writing this to report the adverse effects of essure. I had the essure procedure done (B)(6) 2014. Prior to the procedure, I was a healthy woman who had always had regular periods with minimal to nonexistent cramps. My periods lasted a maximum of 7 days, with the first 2 days being slightly heavier flow. The doctor who performed the procedure never asked me if I had any metal allergies. I have experienced severe abdominal pain, discomfort and bloating every single day from the 1st day the procedure was done. My periods are no longer regular. My periods are so heavy that I am forced to wear depends, as using the heaviest maxi pad or tampon only manages the intense blood flow for a maximum time of 30 mins. I frequently pass blood clots up to and including the size of baseballs. The clots vary from dense to stringy tissue. I have experienced anal bleeding during the time I am on my period. The cramps I experience during my period are debilitating and have adversely affected my ability to function in my workplace. I am no longer able to participate in my normal daily activities such as running or moderate exercise; this is because when I walk, bend or otherwise engage my core muscles I experience severe and/or acute pain directly in the ovary/lower abdominal part of my body. My hair is falling out and my hairline has receded since the procedure. My skin frequently breaks out in rashes if I come into contact with metal. My favorite metal/silver jewelry can no longer be worn due to this new metal sensitivity. Deodorants containing aluminum immediately cause intense itching, swelling and rash when applied to my skin. I am unable to lose any weight, even when following a strict meal plan and intense exercise schedule. My abdomen becomes grossly bloated by the end of each day, approx 8 hrs from the time I wake up. My abdomen is covered in bright red and purple stretch marks due to this intense bloating, of which I did not contain any stretch marks prior to the procedure. I have never had children either. I frequently feel nauseous and experience difficulty digesting certain foods. Prior to the procedure, I experienced none of the side effects listed above. This device has adversely affected my life and my daily activities.